Event description:
It was reported that: "while advancing the second coil, an 8x65, through a 2.8 progreat the fellow felt resistance. The staff doctor scrubbed in to help and tried to advance the coil, then pull back, and the coil detached in the microcatheter. Enough of the coil was out of the catheter that the physician was able to flush the rest out of the catheter into the vessel with a saline syringe." Update 15may2024 - additional information received from the issuer: "no tortuous anatomy, and the procedure was finished with penumbra coils." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f230800550 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.